Event description:
Reported as 'when the nurse inserted the needle to prime the port, the needle was obstructed by what felt like some metal in tubings. She had never experienced that before and therefore, they elected to open another band in order to get the other port.' F/u findings: explant surgeon emailed that the pt had a pouch dilatation, confirmed by a barium swallow. F/u findings: explant surgeon also reported, the pt had a band slippage. The original 10.0cm lap-band system was removed and replaced with an aps lap-band system and the previous access port kit, (B) (4) remains implanted.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The access port was returned for a non-reportable event. The reporter of the event was asked to return the lap-band system for analysis. Allergan has received the product at this time but analysis is not completed. Band slippage and pouch dilation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."